Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised that the customer should revert to back up plan. The customer's blood glucose reading was 389 mg/dl, and he has treated. It was stated that the insulin pump seems to give more insulin over than normal during the night. No further info was provided.

Manufacturer narrative:
Prime error alarm during prime test due to loose drive support disk.